Manufacturer narrative:
The actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection of the photograph was performed with the naked eye. Separation was observed in the component, and evidence of leaking was observed at the separation. The reported condition was verified. An assignable cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a one-link needle-free IV connector came apart. This event occurring during use with a patient. There was no patient injury or medical intervention associated with this event. No additional information was available.